Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. The right atrial lead was observed to have been dislodged. The lead was explanted and replaced. There were no adverse consequences to the patient reported.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. (B)(4).

Manufacturer narrative:
Additional information: race and ethnicity.

Event description:
Correction: an x-ray was performed, which confirmed that the atrial lead had dislodged into the ventricle and was pacing intermittently there. The patient reported intermittent lightheadedness.